Manufacturer narrative:
Device was used for treatment, not diagnosis. Device evaluation update: review of the service history record showed that there were potential issues during the manufacture of the device that may have contributed to the reported complaint condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the locking components of the motor device were damaged, the bearings were damaged, and the cable/cord/wiring of the device was damaged. It was further determined that the device failed pretest for hand control assessment, safety assessment, motor thermistor assessment, and loctite and cable assessment. It was noted in the service order that the device was not working to specification. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.